Manufacturer narrative:
Date rec'd by MFR: 12aug2019. The manufacturer¿s field service engineer (fse) reported phenomenon was not duplicated. Any errors showing abnormality were not present in event logs, and no abnormality were found in a repeated checking test or a run test as well. There was likelihood that a temporal failure could probably have occurred in the (da pcba) data acquisition printed circuit board assembly that controlled and obtained data from a pressure and flow rate sensors. Replacing the da board was recommended as a precaution. At the customer's request, parts that corresponded to periodic maintenance 1 have been replaced. An alarm of "check vent: primary alarm failed" occurred during operation checking, therefore, the speaker has been replaced. Performing periodic maintenance 2 has been recommended because its time has passed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30april2019. (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported tidal volume issue. The measured tidal volume got very high. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user. Event date not specified: estimate used.